Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The initial stent placement procedure on (B)(6) 2017, was performed by dr. (B)(6). The procedure on (B)(6) 2017, was performed by dr. (B)(6), phone: (B)(6). (B)(4). The complainant indicated that the stent remains implanted and the delivery system has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was implanted to relieve an intrahepatic proximal malignant biliary obstruction due to pancreatic cancer during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2017. According to the complainant, after the stent was deployed and the inner sheath of the delivery system fully retracted, the distal tip of the delivery system became stuck within the deployed stent at the focal point of the stricture. As a result, the delivery system could not be withdrawn from the patient. Further attempts to remove the delivery system were unsuccessful, so the delivery system was cut at the handle with wire cutters and the scope was then removed from the patient. The following day, (B)(6) 2017, the patient underwent a second endoscopy, during which the delivery system was successfully removed with rat tooth forceps. Reportedly, this procedure was performed "event free", and the wallflex biliary stent remained implanted. However, while in recovery, the patient became unstable and was palliated. The patient subsequently died on (B)(6) 2017. Attempts to obtain additional information regarding the patient's cause of death and the relationship between the wallflex biliary stent and the patient's death have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Block has been updated based on additional information received on september 05, 2017. Block has been updated based on additional information received on september 05, 2017.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was implanted to relieve an intrahepatic proximal malignant biliary obstruction due to pancreatic cancer during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2017. According to the complainant, after the stent was deployed and the inner sheath of the delivery system fully retracted, the distal tip of the delivery system became stuck within the deployed stent at the focal point of the stricture. As a result, the delivery system could not be withdrawn from the patient. Further attempts to remove the delivery system were unsuccessful, so the delivery system was cut at the handle with wire cutters and the scope was then removed from the patient. The following day, (B)(6) 2017, the patient underwent a second endoscopy, during which the delivery system was successfully removed with rat tooth forceps. Reportedly, this procedure was performed "event free", and the wallflex biliary stent remained implanted. However, while in recovery, the patient became unstable and was palliated. The patient subsequently died on (B)(6) 2017. Additional information received september 05, 2017: according to the physician, the patient's likely cause of death was acute myocardial infarction. The patient's death and the wallflex bilary rx uncovered stent have been deemed unrelated.